Manufacturer narrative:
The reported complaint of an ¿occlusion error¿ which was confirmed by facility bio med during preventive maintenance was not confirmed in the device logs or reproduced during testing. The analysis of the device error log showed no errors or malfunctions. The review of the device event log could not confirm if a previously pm task was performed. The event log of the most recent programmed infusion, identified multiple occlusion alarms prior to the device being channeled off. During this time frame there were no errors recorded in the logs. Preventive maintenance was performed on the returned pump module s/n (B)(4). During pm there were no errors or malfunctions observed. Asm pressure testing was performed. Pump module occlusion pressure value was 10.7 psi which is in specification. Administration set was not returned for testing. According to the customer there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device was picked up from the staffing unit with a unspecified note of "occlusion error". The facility biomed performed a pm and confirm a occlusion to be present. The customer stated: "I believe there is no patient incident against this item". Although requested, no further details were provided by the customer for this event.